Manufacturer narrative:
The suspect device is not returning for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during an atrial fibrillation [a-fib] ablation procedure, pericardial effusion was observed. The physician had acquired vascular access. A sheath was inserted and advanced under fluoroscopic guidance into the patient's right atrium and positioned at the patient's fossa ovalis where the transseptal wall was punctured for left atrial access and the procedure continued. During the ablation processes within the atrium the patient became hypotensive. The physician successfully performed a pericardiocentesis and had administered additional medication to stabilize the patient.